Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous target left subclavian vein. A non bsc guidewire was advanced to the lesion. A 8.0mmx40mmx80cm sterling¿ balloon catheter was selected to dilate the lesion. During first inflation, the balloon ruptured at 8 atmospheres. The procedure was completed with a 7mm-4cm non-bsc device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.  (B)(4).